Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the wheel was splitting in two. The right front wheel was replaced, and the unit was returned to service.

Event description:
The hospital reported the wheel is breaking off, possible fall or tip of device. There was no report of injury.